Event description:
The report received from the affiliate indicated that the patient was included in a clinical study. Approximately (15) months after the index procedure, the patient complained of chest pain in the morning. Coronary angiography was done and a 50% in-stent-restenosis (isr) and a 90% distal edge restenosis was noted in a previously implanted cypher 2.5 x 18mm stent. The stent had been implanted in the mid left anterior descending (lad) target lesion. Two days later, a percutaneous intervention (pci) was conducted. The lesion was not pre-dilated. A cypher 2.5 18mm stent was implanted at unknown atm/duration to treat the restenosis. The lesion/stent was post-dilated with a 2.25 x 13mm balloon at 20 atm/duration unknown. The patient was reported have not had any chest pain and was discharged from the hospital. The physician's comment regarding the event was that it could have happened with any bare metal stent (bms) so it is not related to the cypher stent.

Manufacturer narrative:
Index procedure: the procedure was an elective case. A radial approach was used. The target lesion was the mid lad. The lesion was reported to be: de novo, concentric, tubular, not calcified or tortuous, 2.5 mm vessel diameter, 15.03 mm in length, an 83% stenosis, and type a. The lesion was not pre-dilated. A cypher 2.5 x 18mm stent was implanted at 14 atm for 31-60 sec by direct stenting. The stent was post dilated with a 2.5 x 12 mm balloon at 20 atm/unk duration. The residual stenosis was 0% the flow pre and post-procedure was timi 3. Ivus was done. Please note the device is distributed outside the u.s., however, it is similar to the u.s. Product. The product is not available for evaluation and testing. A 65 year old male patient with a history of angina and hypertension experienced restenosis 15 months post cypher stent implantation. The reason for the patient's initial admission to hospital was not reported; but an elective angiogram revealed a lesion in his mid lad. Pre and intra procedural medications included asa, ticlid and heparin. The performance or recording of acts was not reported. The mid lad lesion was described as de novo, type a, 83% occluded, 2.5mm in diameter, 15.03 mm in length, concentric, un-calcified and non-tortuous. The patient's vasculature was accessed from a radial approach. The lesion was not predilated prior to the placement of a 2.50 x 18mm cypher stent at a maximum inflation pressure of 14 atm. According to the IFU, lesions should be pre-dilated prior to the placement of a cypher stent. The lesion was then post-dilated for a resultant timi flow of 3 and a residual stenosis of 0%. The patient was discharged on medications that included asa and ticlid. Fifteen months after the index procedure, the patient experienced chest pain. A repeat angiogram revealed a 50% restenosis within the previously implanted cypher stent and 90% restenosis at its' distal aspect. Two days later, this was treated with ptca and the placement of another cypher stent. The product remains implanted in the patient and is thus not available for evaluation. A DHR review of the involved lot number revealed that the products met requirements for product acceptance. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. According to the procedural physician, this event could have occurred with any bms and is not specifically related to the cypher stent. There are procedural factors that may have contributed to this event. There is no clear indication that this event was design or manufacturing related. Please note that this is the initial/final report for this product.